Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an error message concerning an electrical remote-controlled (erc) tubing clamp. The issue occurred during service. There was no patient involvement.